Event description:
Boston scientific received information that this right ventricular lead exhibited high impedance measurements and was surgically abandoned and replaced with a competitor lead a long time ago. The competitor lead has since sustained damage, so another procedure was performed to replace that lead and the physician elected to remove this abandoned lead as well. The field representative confirmed this lead was fractured and was verified via fluoroscopy near the clavicle/first-rib region. The lead was removed, however severely damaged during the extraction process and will not be returned to boston scientific for laboratory analysis. A new lead was successfully implanted. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.